Manufacturer narrative:
Concomitant medical products: d354drg ICD, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high pacing impedance. The rv lead was reprogrammed and the patient was monitored for nearly two years. The lead was then explanted and not replaced at the patient's discretion. No patient complications have been reported as a result of this event.